Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, h2, h3, h4, h6. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed. The review identified the head and liner were implanted during third revision without any complications. Patient office visit notes state that patient was recovering from from a c. Diff infection and has been improving. No active diarrhea at this time and they believe this is likely completely treated.. He also had a closed reduction of a hip dislocation which occurred while he is at a skilled nursing facility, for which he was reduced uneventfully. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had a left total hip arthroplasty that had been revised three times. While at a skilled nursing facility recovering from the third revision, the patient dislocated his hip on an unknown date and was successfully reduced uneventfully. Attempts have been made and no further information has been provided.